Manufacturer narrative:
This product is not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticmo12.6, -15.5/+1.5/052 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2016. The surgeon notes refractive change over time and low vault. Reportedly, the lens remains implanted. No additional information available at the time of MDR submission.

Manufacturer narrative:
Previously stated that the lens remains implanted. Updated statement on 12-sep-2018 the lens was exchanged with a longer lens. The problem is resolved. The lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).